Manufacturer narrative:
The product analysis indicates the ambient temperature was 76.8. The maximum temperature was 83.2 degrees f. The reported issue of overheating could not be confirmed. The broken lever assembly was replaced. The handpiece was repaired, cleaned, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported the device generated excessive heat. There was no patient impact.